Event description:
It was reported the patient developed an abscess approximately eight weeks after a sleeve gastrectomy procedure at the site the device was used. The surgeon placed drains and stents to address the issue. Patient is doing well at this time.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable.